Event description:
Information received from medwatch# (B)(4).treatment of a left transverse-sigmoid arteriovenous fistula. After onyx injection, it was reported that the marathon catheter was entrapped in onyx and separated during removal. The catheter fragment measuring approximately 5cm long remains in patient's external carotid artery.no other injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00378

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).